Event description:
It was reported that this device was surgically explanted and replaced due to erosion. No additional adverse effects were reported. The device was discarded and is not expected to be returned for analysis.